Event description:
It was reported that the patient received inappropriate therapy for supraventricular tachycardia when the supraventricular tachycardia fell into ventricular fibrillation zone. The patient's status was unknown. Programming changes were recommended.

Manufacturer narrative:
(B)(4). Device not returned.